Event description:
It was reported that the device failed downstream occlusion calibration. The device evaluation identified damaged downstream occlusion sensor. There was no patient involvement.

Manufacturer narrative:
One device was returned for investigation. The reported complaint was confirmed through the indicated a damaged dso sensor. Visual and functional testing was performed. Upon further investigation, it was found that the downstream occlusion (dso) sensor. The dso sensor was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.